Event description:
The ortho summit sample handling system instrument did not p pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found a bent collet in position #1 of the instrument. Fse replaced the collet and verified the repair. The instrument was tested without further problem and returned to expected operation.